Manufacturer narrative:
On (B)(6) 2021, mentor became aware that patient had an explantation on (B)(6) 2021. Patient experienced bilateral capsular contracture baker grade iii post procedure. Patient mentioned possible domestic violence case. As a result, patient underwent bilateral removal and replacement with two 325cc mentor memorygel breast implants. Reason for device explant and/or reoperation: capsular contracture baker grade iii, injury. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast augmentation revision surgery with two 300cc mentor memorygel breast implants experienced bilateral rupture post procedure. Patient stated that she was involved in a domestic violence incident that may of caused the ruptures. As a result, patient has a planned explantation on (B)(6) 2020. This medwatch form is for the right breast prosthesis.